Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 216 mg/dl. Customer stated that she just changed the battery a day or so ago but nothing is happening. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the blank display issue.

Manufacturer narrative:
The pump was received with a button error alarm due to corroded keypad traces. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.